Event description:
The surgeon noticed a line going through the optic of the three piece collamer lens model cq2015 when the lens case was opened. They were not sure if it was a foreign object or a scatch on the lens. No patient contact or injury.